Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the sales rep that the facility had a patient who has a powerflow apheresis port placed who had a negative reaction. The sales rep stated that the patient was accessed once and after checking blood return and saline flush the patient was sat up and she began to complain of head pain, blurry vision, and anxiety. She also had high blood pressure. The sales rep stated that the anxiety and high blood pressure were preexisting conditions. The patient was started on oxygen and she started to feel better, the sales rep stated that the oxygen was turned up and the flow rate down. Additional information: it was reported by ms and s that the sales rep reported she was at the patient's first powerflow access, the access was easy and the powerflow had good blood return. The sales rep stated that after the powerflow was flushed, the patient experienced blurred vision, headache, increased anxiety, increased heart rate, and increased shortness of breath. The sales rep stated that the healthcare provider assessed the patient and he patient's status improved and no cause was determined. The patient is getting photopheresis and had previously had a lung transplant and had anxiety and shortness of breath prior to access. She also stated the patient received oxygen prior to accessing and flushing the powerflow. Ms and s and the sales rep discussed that flushing too fast can cause various symptoms; vagal response and blood clot dislodgement. Additional information: it was reported by ms and s that the sales rep called back and stated that the patient had to go to the emergency room and that the facility called and they wanted to access the powerflow. The sales rep asked for more information concerning complications concerning flushing the line too fast, vagal response to flush, or symptoms of clot dislodgment. Ms and s called one of our nurses and discussed the patient's symptoms, the nurse stated the previously mentioned saline was flushed too fast; vagal response and clot dislodgment could be possibilities. They also discussed catheter malposition as a possible cause.